Event description:
The report rec'd from the affiliate indicated that during an interventional procedure for carotid stent placement, the pt became hypotensive after successful placement of a precise 10 x 40 mm stent. It was not known if the angioguard embolic protection device was still in place at the time of the adverse event. A vasopressor (dopamine) was administered over a seven-day period. The pt was reported to have recovered.

Manufacturer narrative:
The target lesion was the left internal carotid artery. The lesion was reported to be: an 89% stenosis, mild calcification and mild tortuosity. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Mfg record (DHR) review was conducted for the affected lot numbers and the prods met quality requirements for product acceptance per the applicable mfg quality plan. This is one of two prods used during the same procedure please refer to MFR report # 1016427-2008-00263.